Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular cycle') in an adult female patient who had essure (batch no. A73752) inserted for female sterilisation. The patient's medical history included uterus enlarged. Concurrent conditions included menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria hospitalization and intervention required). The patient was hospitalized from (B)(6) 2019. The patient was treated with surgery (lap assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menorrhagia with irregular cycle') in an adult female patient who had essure (batch no. A73752) inserted for female sterilisation. The patient's medical history included uterus enlarged, anemia, gerd, tonsillectomy, adenoidectomy, rash, nausea and vomiting. Concurrent conditions included menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria hospitalization and intervention required). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with surgery (lap assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. Lot number: a73752 manufacturing date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.